Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) was not displaying electrogram (egm). No intervention was done. The patient was stable.